Event description:
The initial reporter stated that does not show a dose done alarm when it is finished. Mmdg followed up with the initial reporter, who provided two different doses but also stated that the patient had no adverse effects due to this complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for evaluation, the pump operated as expected. The pump history and settings were also reviewed, and the pump dose done alarm was set to "mute when done". Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that does not show a dose done alarm when it is finished. Mmdg followed up with the initial reporter, who provided two different doses but also stated that the patient had no adverse effects due to this complaint. [(B)(4)].